Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken from the device. Functionally, the instrument was loaded with pmv representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Functional testing of the reload could not be performed due to the noted damage. The returned products were found to not meet quality release specifications after application in the clinical setting and due to the damaged reload, the reported condition was confirmed. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. Upon the first fire, the surgeon attempted to articulate the jaws; then the gap was found at the connection between the reload and the handle. The more the jaws were articulated, the wider the gap became. Stopped using the device and a new one was opened to correct the problem. The operating time was extended by less than thirty minutes.